Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a right repair of umbilical hernia with mesh.. He had revision surgery 3 months post-surgery. The patient experienced multiple surgical revisions, lysis of adhesions, small bowel resection, nausea, vomiting, small bowel distention, hernia recurrence, postoperative seroma requiring drainage, excision and reclosure of abdominal wound, abdominal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced adhesions, seroma, recurrence, pain, erythema, cellulitis, induration under the skin, abscess, infection, fever, open wound, discharge from incision site, nausea, vomiting, necrosis, and small bowel obstruction. Post-operative patient treatment included revision, small bowel resection, lysis of adhesions, drainage of seroma, repair of hernia, removal of mesh, excision and reclosure of abdominal wound, incision and drainage, debridement of abscess and infected tissue, and wound vac.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced adhesions, seroma, recurrence, pain, erythema, cellulitis, induration under the skin, abscess, infection, open wound, nausea, vomiting, and small bowel distention. Post-operative patient treatment included revision, small bowel resection, lysis of adhesions, drainage of seroma, repair of hernia, removal of mesh, excision and reclosure of abdominal wound, incision and drainage, debridement of abscess and infected tissue, and wound vac.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.